Manufacturer narrative:
The complaint was not confirmed for a component by the technician but a substance was observed near the rear bearing. Cleaning is known to cause or contribute to the event. The device was scrapped by the manufacturer.

Event description:
It was reported by the customer at the user facility, the hudson modified trinkle drill, leaked oil. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the customer at the user facility, the hudson modified trinkle drill, leaked oil. The user facility was not able to provide any further information regarding the reported event.